Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not available for return to ventec for evaluation. The device was evaluated by the asp where the reported issue of it providing low fio2 was initially confirmed, however, during subsequent testing of the device the reported issue could not longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.